Manufacturer narrative:
Concomitant medical products: implantable tachy lead-competitor lead. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿dual-chamber ICD implantation via a persistent left superior vena cava - use of an innominate vein for the placement of a right ventricular cardioverter-defibrillator lead implantation.¿ kardiologia polska. 2017;75(2):0022-9032.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted atrial pacing lead. The article indicated that during the ¿difficult¿ implant of the atrial lead, a ¿small dissection of the vein¿ was discovered. The atrial lead was successfully implanted through the persistent left superior vena cava (plsvc). Eighteen-month post implant follow up visit revealed that the patient was in ¿good¿ condition and the lead parameters were stable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.